Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was no electrode part which was placed in the customer body. No harm requiring medical intervention was reported. The customer stated that after the reported sensor was inserted, when the sensor was removed from the patient¿s body. The device will not be returned for analysis.